Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient had ipg relocation procedure due to discomfort at current location. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo a revision procedure wherein the ipg will be relocated.